Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were having issues charging their implant and the issue began about a week ago. Patient stated that the implant wouldn't charge and the controller wouldn't recognize the implant. Patient also stated that sometimes the controller doesn't tell them the recharging quality if good or excellent. Patient mentioned that they have had to reset the controller a couple times to get the controller to work to charge the implant. Patient stated that when they were charging their implant and they were halfway done the controller will show battery issue. During the call patient verified that there was no visible damage to the controller battery compartment, battery pack, or to the recharger. Agent asked the patient to blow into the controller port, but patient stated that nothing came out. Patient noted that the last time they were able to fully charge the controller was the other night. Patient confirmed that there were no issues while recharging the controller, only when they were trying to charge their implant. When asked to return the battery pack inside, patient mentioned seeing memory lost on screen. Agent had patient connect the recharger, patient then stated that they saw battery low replace the controller batteries soon and patient confirmed, that's the message they had before. The issue was not resolved. A request was sent to the repair department to replace the recharger. Patient mentioned they have an appointment with their doctor. Patient called back regarding this case and provided another sr # (B)(6). The caller said she is trying to connect to her implantable neurostimulator (ins) and turn ins on but when she tries she gets 'no device found'. The patient noted charging their controller last night to 100% but has not charged the ins in some time. Agent reviewed that the scenario and steps she is describing appear as though the ins is depleted and needs to be charged before she can connect and turn ins on. Agent advised the pt their recharger should arrive today based on shipping info in this initial note. Agent advised the pt to charge ins when recharger is received and if further complications arise to call patient services (pss) back. The caller mentioned in passing that when her implantable neurostimulator (ins) was placed, it was situated in a spot where they don't 'normally put it (ins)' and when she tries to hook it up tight 'it just slides'. The caller asked if she can order sticky patches and agent advised no, the caller noted she has continued to use the sticky patches she had from her previous ins. Note: agent, when confirming event date, intended to confirm that the situation has occurred since implant of the ins based on pt's verbiage--when confirming, agent asked if it was since the ins was implanted in november and the pt said yes but agent later saw that the implant date agent used was for the pump device. Agent submitting this info as the pt did say the event date was nov when asked to confirm 'yes/no' but the pt also alluded to the fact that this issue was since implant since they said it was directly correlated with the placement/location of the ins. Patient called back and repeated previously documented information. Patient mentioned they couldn't sleep last night and they had one sciatic going down their leg because they couldn't turn the stimulation on. Patient unlocked controller, controller showed 100% and implant 90%. Patient confirmed no visible damage to the controller port. Agent instructed patient to start a charge session, controller showed poor recharge quality. Agent asked and patient mentioned they have the hole of the recharger over their implantable neurostimulator (ins). Patient repositioned the recharger but the charge quality kept fluctuating and was not stable. Patient denied any recent falls/trauma. Patient denied any weight gain/loss. The issue was not resolved. A request was sent to repair to replace the controller.